Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 3006705815-2017-00468 & 3006705815-2017-00469. It was reported the patient complained of a persistent headache following the scs system implant. Reportedly, the patient was hospitalized and a head MRI and blood test were normal. Subsequently, the physician decided to explant the patient's entire scs system. In addition, there was no issue with the device performance.